Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 48, code n, taper 18/20 catalog no# 01.00181.480; lot no#2435671. Therapy date : (B)(6) 2015. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed./where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to lysis of stem and armd.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: lysis and adverse soft tissue reaction to particle debris event summary: it was reported that the patient received a tha consisting of durom, ldh head and a cls stem on the right side on (B)(6) 2009 and was revised on (B)(6) 2015 due to lysis at the stem and adverse soft tissue reaction to particle debris.. Review of received data - the received njr database entry was reviewed. The review states a revision due to lysis and adverse soft tissue reaction to particle debris. The summary of removed components states that the femoral stem and the acetabular cup was removed. - no other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. - the review of the device history records (DHR) and the raw material certificates did not show any conspicuousness. Conclusion summary it was reported that the patient received a tha consisting of durom, ldh head and a cls stem on the right side on (B)(6) 2009 and was revised on (B)(6), 2015 due to lysis at the stem and adverse soft tissue reaction to particle debris after about 7 years in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Further, based on the njr datebase entry the reason for revision is lysis at the stem and adverse soft tissue reaction to particle debris. Lysis and adverse soft tissue reaction to particle debris is a known issue which has been addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). A possible root cause was found to be that the product specifications were not followed by the surgeon (using a surgical technique which differs from that prescribed in the surgical technique document). However, due to the significant lack of information and appropriate documentation, an accurate analysis could not be performed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).